Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Explant date: about 2 weeks ago from the date of bsc aware date.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an ipg explant procedure and will not be returned. No further information has been obtained despite good faith efforts.